Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had an increase in urinary tract infections, which was noted as a worsening or exacerbation of a pre-existing condition. The patient symptoms were noted as increased frequency of urination and burning. Intervention included macrobid, cipro and abx, which was prescribed by external provider, unknown drug/dose. The patient outcome was noted as ongoing event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported lab four months ago was negative for uti, the patient continued with subjective sense of uti, and was started on amoxicillin two months ago. The patient complained of dysuria and started keflex two months ago also.